Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent esc button response due to corroded keypad traces. There was no unexpected numbers scrolling or ramping during testing. The device was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 155 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that they received a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.